Event description:
It was reported that an asahi caravel mc microcatheter and a boston scientific rotablator were used for a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the right coronary artery (rca). A kaneka kusabi balloon catheter was used for device exchange and an unspecified guide wire was exchanged. Under fluoroscopy, it was found that the tip of the caravel mc microcatheter was separated. The tip fragment and the caravel mc microcatheter were removed from the patient together with the guide wire and the procedure was completed. No catheter fragment remained in the patient anatomy. It was informed that there was no adverse patient effect. The physician commented that he felt as if the caravel mc microcatheter had been trapped by the kusabi balloon catheter as well.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for investigation with the concomitant non-asahi guide wire. Tip separation was confirmed on the returned caravel mc microcatheter. Traces of ductile tearing were observed on the tip polymer near the torn end. At the torn end, the inner jacket was found stretched and circumferential cracks were observed on the tip polymer, indicating that the catheter was torn off due to tensile stress. The tip fragment of the caravel mc microcatheter was observed on the concomitant guide wire at approximately 80mm from the guide wire tip. Microscopic observation of the tip fragment found that the proximal segment of the tip had traces of ductile tearing on the polymer and circumferential cracks. Necking due to tensile stress was observed at the distal segment of the tip fragment. Investigation of the returned microcatheter suggested that the tip segment, which is originally 5 mm in length, had stretched and torn off at approximately 2mm from the tip end, specifically at the junction of the polymer-only segment and the polymer-and-braid tube segment. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter manipulation when removal might have been locally applied on the tip of the caravel microcatheter while the catheter tip was trapped by the kusabi balloon catheter. Consequently, the catheter tip was stretched and torn off. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some catheter fragments might be left in the patient anatomy if it were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] ~ separation.